Manufacturer narrative:
Device evaluation: examination of the returned unit noted severe damage to the delivery system. The distal section of the delivery system was completely stretched and twisted. This type of damage is consistent with excessive force being applied to the delivery system. Due to the condition of the returned device, the unit could not be inflated to test for deflation time. Also, the proximal weld outer diameter could not be measured due to stretching of the inner and outer lumen. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure withdrawal difficulties occurred. The physician successfully deployed the 2.50x24mm taxus liberte drug eluting stent in the lesion. During removal of the delivery device it became stuck on the wire. The stent delivery system and wire were removed as a unit. There were no patient complications. Patient status is reported as "no problem".